Event description:
The manufacturer received information alleging "vent service required", alarm occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed in testing. The device is still pending the outcome of the investigation therefore, the root cause isn't confirmed at this time. If any additional information is received, a follow-up report will be filed.